Manufacturer narrative:
Medtronic recieved the following information from a journal article entitled; debranching abdominal aortic hybrid surgery for aortic diseases involving the visceral arteries ma x, feng y, tardzenyuy ma, qin b, zhu q, akilu w, li s, wei x, feng x and cheng c frontiers of cardiovascular medicine 10:1219788 doi: 10.3389/fcvm.2023.1219788 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Over a 3 year period, 72 patients  underwent one-stage debranching abdominal aortic hybrid surgery. These patients, the hybrid group  had been diagnosed with aortic disease (aneurysm or dissection) involving the visceral arteries and were at high risk for open repair. The outcomes of this group were compared with a patient group who underwent conventional open repair.  A one-stage stent graft repair with visceral aortic debranching and prior retrograde revascularization of visceral arteries was performed . Either a medtronic or non mdt stent graft was implanted in the procedure.   The following malfunctions were reported;  endoleaks  the following serious injuries were reported;  rupture, acute renal failure , hemicolectomy necrosis, renal infarction, occlusion, pulmonary infection , re-intervention  patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any death.